Event description:
Pt had been ambulatory, became unsteady, was able to remove this seat belt himself the afternoon of 12/12/94. At 5:05 pm on 12/12/94, pt was found dead, sitting on floor in front of wheelchair, seat belt against side of neck and under armpit. Coroner and doctor stated initially that pt might have been unconscious and slid down into seatbelt. Written autopsy report received 1/18/95 says only "mechanical asphyxia due to strangulation." This type seatbelt had metal adjustable clip which was bent and allowed belt to give, according to detective. All of these types were removed the next morning.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - inadequate. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.